Event description:
The reporter contacted animas on (B)(6) 2013, reporting that the patient was in the hospital with a diagnosis of diabetic ketoacidosis. The reporter stated that the patient was administered insulin and the patient's blood glucose was read at 28 mmol/l. The patient¿s health care provider in the hospital reportedly requested the pump be replaced related to the event. This report is made based on the allegation that the patient was hospitalized for diabetic ketoacidosis and the indication that an unspecified pump issue may have contributed to the patient¿s event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A (B)(4) flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the battery compartment was found to be cracked from the threads to the case seal.